Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Functional testing was performed on the event unit, which confirmed the complainant¿s experience of the clip not loading into the jaws. Visual inspection was performed where a large burr was observed on the ratchet. Based on the condition of the returned unit, it is possible that the reported event was caused by a large burr on the ratchet, causing trigger retraction which prevents the device from properly resetting. Applied medical has performed a historical trend analysis and review of production records and no relevant documentations identified.

Event description:
Name of procedure: unknown. Event description: ai translated: the clip pliers did not work, no staples could be fired. Additional information received from applied medical representative via email on 20may2025: I just was in the or, and talked to the responsible nurse for material in the or. Unfortunately, she couldn¿t give me more information. The head of surgical department wasn¿t aware of the incident. I again told them to provide more information and preferably faster. Additional information received from applied medical representative via email on 22may2025: they couldn¿t tell me more. Patient status: patient is ok. Intervention: unknown.

Event description:
Name of procedure: unknown. Event description: ai translated: the clip pliers did not work, no staples could be fired. Additional information received from applied medical representative via email on 20may2025: I just was in the or, and talked to the responsible nurse for material in the or. Unfortunately, she couldn¿t give me more information. The head of surgical department wasn¿t aware of the incident. I again told them to provide more information and preferably faster. Additional information received from applied medical representative via email on 22may2025: they couldn¿t tell me more. Patient status: patient is ok. Intervention: unknown.

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.